Manufacturer narrative:
(B)(4). The fsr changed the ccm out and performed the nfc on the heart lung machine. The suspect ccm was returned to the manufacturer for further evaluation. Evaluation is in progress, but not yet concluded.

Event description:
The field service representative (fsr) reported that during nfc (notice of field correction), the battery on the mother board of the central control monitor (ccm) was dead. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed a "system battery is dead - replace and run setup. Real time clock error" during boot sequence, confirming the reported complaint. The central control monitor (ccm) was powered on and attempt to boot-up, boot sequence discontinues and displayed error statements of system battery is dead- replace and run setup and real time clock error. Ccm was rebooted again five times and noted the same error. The unit was powered off and the back cover was removed. Real time clock (dallas chip) was removed and installed lab use only (luo) real time (dallas chip) and powered on. The ccm was observed to complete the boot process. The unit functionality was tested by opening various of perfusion screens and observed no issue. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.